Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the manufacture's database indicated the patient died approximately six months post implant of the ipg system. A cause of death was requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the manufacturer's database indicated the patient died approximately six months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted the lead was stretched, there was blood on the distal electrode, the conductor was kinked/buckled, the outer insulation was breached cut, the helix was fractured (pulled/stretched/overstress) and the proximal conductor was kinked/buckled. Additional information received from the physician noted that the cause of death is unknown. The last device interrogation was performed two months prior to the patient death and device system function was normal. No autopsy was performed and information further noted the death was not related to the device or leads.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.